Manufacturer narrative:
The field service engineer (fse) found that the analyzer water and gear pump pressures were low. The water and gear pump pressures were adjusted. All probes were cleaned and confirmed to be operating properly. The bead mixer rinse level was adjusted, checked, and cleaned. Sipper nozzles, pc, and cc dispensers were cleaned. Service testing, calibration, and qc were performed successfully. Based on the available data, a general reagent issue could be excluded. The service actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from one patient on a cobas 6000 e601 module. The initial hcg result was 10000 miu/ml with flag. The repeat 1:100 auto dilution result was 18.08 miu/ml. The same sample was repeated on a second e601 module and the first result was 10000 miu/ml with flag. The 1:100 auto dilution result on the second analyzer was 85076 miu/ml. The hcg result of 18.08 miu/ml was reported outside of the laboratory. Another sample was collected from the same patient. The initial hcg result on the second sample was 10000 miu/ml with flag. The repeat 1:100 auto dilution result was 17.48 miu/ml. The sample was repeated on the second e601 module and the first result was 10000 miu/ml with flag. The 1:100 auto dilution result on the second analyzer was 91883 miu/ml. No other questionable results were reported outside of the laboratory. The repeat results from the second analyzer were deemed correct. The reagent lot was 614888. The expiration date was requested but not provided.